Event description:
It was reported that (2) devices were used during a gastric plastic surgery. It was reported by the affiliate that the tlc75 knife did not cut properly. Another instrument was used to complete the case. There was no consequence to the patient.